Manufacturer narrative:
Findings: pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display due to flashing display. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dropped and had a blinking white screen and a alarm. It was noted that the insulin pump fell on the floor and immediately started alarming. Customer stated that they attempted to remove the battery and pressed all the buttons however the issue was not resolved and the insulin pump was not working. Customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device is being returned for analysis.